Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The valve was implanted to the patient (doi and initial setting were unk) and he/she transferred to this site. It seemed that the pressure changed from setting 2 after MRI. X-rays of before MRI and after MRI were checked and the setting seems to be changing visually due to shooting angles. The sales rep explained to the customer that it looks not changed from the position of white markers, the struts and the magnets. The product will not be returned to your site.